Event description:
During primary surgery, the femoral canal was reamed to a 12mm. Trial was too tight per surgeon. He then decided to ream to a 12.5mm. Stem was loose after implanting. Stem was removed and a cemented prosthesis was chosen. Surgery was extended by 30 minutes.